Event description:
A home patient (hp) using a homechoice (hc) system contacted a technical service representative (tsr) and reported a system error 2084 during fill 1. The tsr assisted the hp to cap off the patient line and start over priming. No patient injury or medical intervention was indicated at the time of the initial report.